Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor and on the keypad traces. They were unable to test for time/date anomaly or button error due to the blank display. The pump had scratched display window, cracked battery tube threads and cracked reservoir tube lip. They were unable to verify the belt clip damage because the pump was received without a belt clip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 90 mg/dl at the time of incident. The customer stated that the pump alarmed button error after turning the pump off for an hour. He took the battery out again but the date and time were wrong when he put in a new battery. He took the battery out a third time and everything disappeared and the pump would not turn on. The customer stated he did not want to troubleshoot because he already completed it before. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.